Event description:
The customer reported to vyaire medical that the avea has issues with the expiratory flow calibration. It was only calibrating to 3 ad, but the pressure is holding at 4cmh2o. At this time there was no information of patient involvement reported from this event.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.